Event description:
It was reported that during a battery replacement they were getting greater than 20,000 ohms on multiple contacts. They reseated the lead three times and believed the leads to be fully seated properly. Some of the electrode impedance referenced values were showing greater than 20 ,000 with reference, 0: 1, 2, 9, 10, 12, 13, 14; 1: 0, 9, 12, 13, 14; 2:0, 9, 12, 13, 14. Other values reported to be around 700, 600, 500, and 1000. 8: 9, 10, 12, 13, 14; 9: 0, 1, 6, 7, 8, 10, 11, 12. The clinician closed and no more troubleshooting could be done. The greater than 20,000 ohm impedances were unresolved. The patient was under general anesthesia at the time of the impedance issues. It was unknown if the cause of the impedance issue was determined. The patient was reprogrammed post-operative and they were getting stimulation as before. The patient was doing well as of the day of surgery and was receiving therapy. The patient was getting stimulation to bilateral legs as before. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer. (B)(4).